Manufacturer narrative:
(B)(4). Medical products - patella catalog# 00597206529 lot# 61925083, tibia catalog# 00598004702 lot# 62049095, articular surface catalog# 00596404210 lot# 62063846. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the past MFR number: 0002648920-2016-03292.

Event description:
It is reported that a patient who underwent a total knee arthroplasty is experiencing pain due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.